Manufacturer narrative:
(B)(4). Guide cath: hyperion 6f. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified and 90% stenosed eccentric distal right coronary artery. A hi-torque balance middleweight (bmw) universal ii guide wire was being advanced to the lesion, however, it entered into the right ventricular branch even though several attempts were made to correct the direction. The guide wire was being removed to reshape the tip but it was noted that the tip coils were bunched and it could not be retracted into the guiding catheter. Another bmw universal ii was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. (B)(4).